Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a follow-up, the ventricular lead did not capture. The device was temporarily reprogrammed and lead repositioning is anticipated. The ventricular sensing and impedance were in range and the patient was stable.